Event description:
It was reported that the week prior to the initial report the patient had a ¿pumpogram¿ and found out ¿not hooked up again.¿ it was not clear what exactly wasn¿t hooked up. The reporter wanted to know ¿what kind of valve just goes bad,¿ again, it was not clear what valve the reporter was referring to. The device system was used to infuse morphine. The patient wanted to know what the morphine did to his body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: na, explanted: na, product type: programmer, patient. Product ID: neu_unknown_cath, serial# unknown, implanted: unk, explanted: unk, product type: catheter. (B)(4).